Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's infusion device shut off without first displaying an error or alert message. The patient replaced the battery and five minutes later the device again shut off without first displaying a message. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.